Event description:
Hill-rom received a report from a hill-rom technician stating the right siderail end tube nut missing from latch not able to stay up and lock. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technician found the nut missing from the end tube. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nut to resolve the issue. Based on this information, no further action is required.